Event description:
A cartridge alarm 20 was reported by the customer, which occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully resolved the issue by reloading the original cartridge.